Event description:
It was reported the customer had a battery out limit alarm on their insulin pump after inserting a new battery. Customer's blood glucose was 121 mg/dl. The customer stated their batteries were out of the insulin pump for a greater duration than allowed by the insulin pump. Customer was advised the alarm was normal insulin pump behavior. The customer also reported receiving a displayable history check failed on startup alarm. Customer was advised the alarm was normal insulin pump behavior. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.